Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, microscopic inspection of the returned lead had all its internal wires broken.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. Impedance check revealed that the lead had high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, it seemed that the lead had fractured. Effective therapy was restored post op.